Manufacturer narrative:
Additional information provided noted that the patient had heard beeping tones from the device. Upon review of the data by engineering it was noted that there were two leakage on lead faults in the device memory which were benign and would not cause the device to beep, the cause of the beeping is not know. Further analysis noted that the device hardware is not detecting the loss of battery energy. Due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate, they should no longer be relied upon to determine the depletion status of the device. It was noted that the device was malfunctioning and should be replaced and returned for detailed analysis. The data from the device indicated a high likelihood that there is sufficient reserve from the device to maintain normal therapy for function for fourteen days. No further information was provided by engineering. At this time the device remains implanted. It was noted that the device will be explanted and returned.

Event description:
--

Event description:
Boston scientific received information that during the device interrogation an error code was noted "1003". At this time the device remains implanted. No adverse patent effects were reported. The patient was hospitalized and a data disk was sent to technical services for analysis.

Manufacturer narrative:
This device was explanted and returned. Upon analysis this investigation will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.046 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.